Event description:
A false positive advia centaur cp troponin ultra result was obtained on a patient sample. The patient was redrawn and the result was negative. Then the original sample was repeated and the result was negative. Heparin drip was started after the patient was admitted. There was no report of adverse health consequences due to the false positive troponin ultra result.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the false positive troponin ultra result is unknown. The instrument is performing within specifications. No further evaluation of the device is required.